Event description:
The recipient reportedly experienced a cholesteatoma in the middle ear space. The recipient is scheduled for explant surgery.

Manufacturer narrative:
(B)(4). Advanced bionics considers the investigation into this reportable event as closed. The company was informed that recipient had a surgery to remove the middle ear cholesteatoma. The recipient remains implanted. This is the final report.